Event description:
The customer reported that the device did not seal the tissue even though end tones, indicating a completed seal cycle, were heard. No steam was observed during activation. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.